Manufacturer narrative:
H4: the potentially related lot number manufacture date was 04/13/2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the potentially associated lot number. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number - h20d13100 was reported as a potentially associated lot number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and titanium adapter; further described as ¿the white piece that connected to the titanium adaptor and the tubing was spinning around¿. This was observed during set up of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no allegation against the titanium adapter. There was no patient involvement. No additional information is available.